Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced sensor failure which prompted him to remove the sensor early. Upon sensor removal, he noticed there was redness, inflammation/swelling, and a small bump at the needle puncture site. He had irritation and soreness in the area. On (B)(6) 2025, an abscess the size of the sensor diameter formed which prompted the patient to go to an urgent care clinic, and the attending physician examined the area and prescribed a seven-day course of oral antibiotic medication (cephalexin, unspecified tablet every six hour) and he was advised to keep the area clean and dry. He stated he had a scheduled follow up visit for (B)(6) 2025 to see if he can have the abscess drained. On (B)(6) 2025, tech support contacted the patient to verify his condition. On (B)(6) 2025, the patient underwent an incision and drainage with a local injectable anesthetic and wound packing (cotton) to relieve the abscess. The patient was given a prescription for a different course of oral antibiotic medication (cephalexin 500 mg, four times daily for three days). On (B)(6) 2025, he removed the ¿cotton¿ and applied a bandage over the area. At the time of the follow up report and the patient stated that the wound had already healed. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.